Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted upon completion of investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted seven (7) years, nine (9) months, underwent valve-in-valve procedure due to severe prosthetic aortic valve stenosis. Patient presented with congestive heart failure. A 23mm 9750tfx transcatheter valve was implanted inside the surgical valve. Patient was discharged on post-operative day two (2).